Event description:
Per the clinic, the patient was explanted in 2005 due to device extrusion. The patient was reimplanted with a new device during the same surgery.

Event description:
The facility reported that a flo-gard infusion pump failed to alarm for air in the line during patient use. The device had completed delivery of 1000 milliliters of normal saline at a rate of 75 milliliters/hour when it was discovered that the pump was still running, although the bag was empty with visible air in the tubing. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Device not available for analysis. (B)(4).